Manufacturer narrative:
The investigation determined the service actions resolved the issue.

Event description:
The initial reporter questioned high results for 7 patient samples and qc when tested for sodium (na) on a cobas pure c 303 analytical unit. The customer provided an example of discrepant results for 1 patient sample. The initial result was 168 mmol/l. The repeat result on a different system was 138 mmol/l. The questionable results were reported outside of the laboratory. The repeat results were believed to be correct.

Manufacturer narrative:
The field service engineer removed and cleaned nozzles and the electrodes. The electrodes were re-installed. Syringes, valves, and pinch tubing were checked. Tubing kinks were cleared and the tubing was replaced. Ise check, calibration, and control were ok. H3 other text : na.